Event description:
A huber needle set ((B)(4)) within a port access tray was found to be leaking at the female luer when attached to a syringe or IV set. These huber set malfunctions have not caused any adverse consequences beyond the pt having to undergo a second stick with a new huber set.

Manufacturer narrative:
The malfunctioning device was returned by the distributor to vygon for eval and complaint investigation. This investigation is currently in process a follow-up MDR will be sent with its results within thirty days of its conclusion.